Event description:
It was reported during an aneurysm coiling procedure, the coil detached in the microcatheter while it was being manipulated into place. When the physician removed whole system (catheter and coil), the coil pulled an implanted coil (gdc 360, boston scientific) out of the aneurysm into the ica. Subsequently, during another procedure, the surgeon tried to remove coil, but because the coil was in a small artery off of the femoral artery, it was decided to leave it in place. No patient injury reported.

Manufacturer narrative:
The device involved will not be returned for evaluation as it was discarded by the hospital. Based on the initial report, repositioning the coil caused the coil to stretch and break. The instructions for use (IFU) warns that maneuvering and repositioning the coil may occasionally cause stretching which is a precursor to other malfunctions such as breakage.